Event description:
It was reported that syringe 0.3ml 30g 8mm 10bag 500 EU hub separated. This occurred on 19 occasions. The following information was provided by the initial reporter: dear sir or madam, I have been using your bd microfine 0.3 ml disposable syringes for several years in some situations where I cannot wear an insulin pump. So far, your syringes have been the best on the market for me. Unfortunately, the last batch I purchased is defective and it happens to me more often that the needle along with the holder remains in the lid when I want to use the syringe. I have attached a photo of the issue. Of course, I use each syringe only once, but I still have the feeling that the needle holder is stuck in the lid, so the syringes cannot be used. In total, this has now happened to me with 19 syringes from the same batch.

Manufacturer narrative:
A review of the device history record was completed for batch # 9266924 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Customer returned an image of a 0.3ml syringe. The syringe¿s needle shield and hub having separated from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. CAPA#1630423 was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 30g 8mm 10bag 500 EU hub separated. This occurred on 19 occasions. The following information was provided by the initial reporter: dear sir or madam, I have been using your bd microfine 0.3 ml disposable syringes for several years in some situations where I cannot wear an insulin pump. So far, your syringes have been the best on the market for me. Unfortunately, the last batch I purchased is defective and it happens to me more often that the needle along with the holder remains in the lid when I want to use the syringe. I have attached a photo of the issue. Of course, I use each syringe only once, but I still have the feeling that the needle holder is stuck in the lid, so the syringes cannot be used. In total, this has now happened to me with 19 syringes from the same batch.